Event description:
The patient reported that subsequent to the implant of a protegen sling, patient experienced pain and swelling and the sling eroded into the urethra. The device was removed and the patient reportedly was left with a fistula where the bladder and urethra meet which necessitated further surgery. The device was not returned for evaluation.